Manufacturer narrative:
This is in response to mw5086939. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Received report from regulatory agency regarding an injection of juvéderm volbella® xc in the lips. After injection in the lips, patient developed delayed onset of nodules and swelling reaction. The patient was treated with oral and intramuscular steroids 80 mg kenalog, im and oral prednisone 40mg taper, and had some swelling in the lip improvement, but then remained with firm nodules in upper and lower lips. They were injected with hyaluronidase and with 150 iu of amphadase with little to no resolution. It is unknown if symptoms have resolved.